Event description:
Ltv sparking from connection to ac adapter. The removal of the ac adapter from the ltv was not performed properly. Instead of disengaging the locking mechanism, the connector was torqued and twisting. The torquing action caused the ac adapter receptacle to weaken solder joints, which caused the sparking incident malfunction through "misuse".